Event description:
It was reported that while reviewing the rhythm strips few days post implant, an artifact was noted, but they could not definitively tell if the events were real or false. Follow up could not be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.